Manufacturer narrative:
The skyla iud is intended for three years of use and this is how long it was inserted in the user at the time of incident. It is unclear if the iud was already expelling when the user inserted the cup and felt pressure, or if incorrect placement or natural shifting of the iud over time contributed to this event. A statistical analysis of complaints and uses indicates that casco's rate of iud-related events is equal or less than the rate of spontaneous iud expulsion across all users of all catamenial devices in the literature.

Event description:
User contacted support indicating that after inserting the menstrual cup there was a lot of pressure so the user immediately removed the cup and her iud came out with it. Further conversation with user revealed that they never consulted their ob/gyn prior to use as indicated on labeling. The brand of iud involved was skyla. User intended to seek medical treatment for the insertion of a new iud but otherwise no injuries/medications/interventions were necessary.